Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as patient error due to noncompliance to aseptic technique (no further detail was provided). On the same day as onset, the patient was diagnosed with peritonitis and was hospitalized for the event. On an unspecified date (reported as the same year as onset) the patient began treatment for the event with unspecified antibiotics (doses, frequencies and routes were not reported). Twenty six days after the onset date, the antibiotic treatment was withdrawn, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapies were ongoing. No additional information is available.